Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical united kingdom for evaluation. The report of ECG signal loss during a patient cardiac arrest event could not be replicated. Device testing, including functional and ECG performance testing with the returned multifunction cable and CPR adapter, did not reproduce the reported issue and no device malfunction was identified. Review of the device logs confirmed the occurrence of ECG signal loss following a successful 50 j shock; however, the logs also showed noisy ECG signals and repeated "pads off" and "pads on" messages, indicating unstable patient impedance and poor coupling between the therapy pads and the patient. The ECG signals were present earlier in the event when adequate coupling was achieved. Based on the available evidence, the reported ECG signal loss was attributed to poor patient-pad coupling. The device passed all testing and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.